Event description:
It was reported that the patient presented in clinic for a follow-up. Upon device interrogation, the right ventricular (rv) lead was noted to exhibit noise oversensing resulting in brief pacing inhibition and noise reversion episodes. The noise was reproducible with pocket manipulation. Programming changes on the ventricular sensitivity was done; the rv lead will continue to be monitored. The patient was in stable condition.